Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had delayed responsiveness. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. All other keypad buttons respond appropriately to button presses. There was evidence of keypad contamination found under the contrast and up arrow key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.